Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump was "misfiring and miscalculating insulin". There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided, and the customer declined troubleshooting. Pump data logs were not available for tandem technical support review to determine a possible cause.